Manufacturer narrative:
The investigation of access site bleeding has been completed. Pump was returned back and issues were not upon investigation. Product investigation has no impact in the failure investigation. The root cause of access site bleeding is most likely use issue because repositing sheath was placed into the peel away sheath before removing the peel away sheath which is not performed as per impella cp instructions for use and caused the bleed. Bleeding was managed by applying suture.

Manufacturer narrative:
The impella pump was returned, and an evaluation is underway. Upon investigation closure, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella cp with smart assist system section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The complainant reported that during impella cp placement, the repositioning sheath was placed partially in the peel away. The physician had to pull the repositioning sheath out of the peel away sheath, possibly with some force. When the repositioning sheath was placed in the groin after the peel away sheath was removed, there was oozing identified between the blue suture hub and the white piece with the abiomed logo on it. This oozing resolved after the physician tied it together with a suture. The procedural outcome was the patient survived the surgery.